Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle kept popping off the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle kept popping off the suture. There were no patient consequences reported. Additional information was requested.